Manufacturer narrative:
(B)(6). Date of event: unknown it is unknown if the device has been explanted. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Part number: ssc305c, lot number: 2004000895: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 14april2004. Expiry date: 01june2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(6) was implanted with a 5mm large prodisc-c implant at c4-c5 on (B)(6) 2004. Intra-operative antibiotics were administered during the procedure. There were no complications during the procedure and there were no complications at the time of discharge. The patient was discharged to home on (B)(6) 2004. Patient completed the study on (B)(6) 2012. The patient has presented the following adverse events (aes): 1. (B)(6) 2008: severe anticipated progressive cervical myelopathy. 2. (B)(6) 2006: mild unanticipated positional numbness for both of the upper arms. 3. (B)(6) 2012: mild anticipated reduced range of motion for the cervical spine. This report is for event: (B)(6) 2008: severe anticipated progressive cervical myelopathy. Action required: hospitalization with surgery. Course of action: c3-4 disc herniation on MRI and CT scans; (B)(6) 2008 anterior cervical discectomy and fusion. Related to surgery and implant: definitely not. Current state of event: resolved. This is report 1 of 1 for (B)(4).